Event description:
It was reported that a patient with spinal stenosis, kyphotic deformity, and degeneration underwent a fusion exploration of l2-l5; removal of moss miami instrumentation; bilateral laminotomies and foraminotomes t12-l1, l1-2; placement of ebi bone growth stimulator; posterior intertransverse using bmp and local bone graft. 2 denali pedicle screws respectively into the bodies of t10-12 and l3-4; 2 k2m titanium rods. The bmp was placed in the lateral gutters. Approximately 7 months post-op, the patient presented with moderate persistent mid lumbar pain. Approximately 1 month post-op, the patient presented with mild fluid collection anteriorly at l1-2 interbody space. Approximately 12 months post-op, the patient underwent the removal of the painful ebi stimulator. At the patient's last follow up exam, approximately 12 months post-op, bone healing was assessed as healed/fused. No further details were reported at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.